Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable and wall adapter. Although confirmation was requested as to whether or not replacement charging supplies resolved the reported charging issue, it was unable to be confirmed. The customer's blood glucose level was 228 (mg/dl). Subsequently, the customer was unable to load cartridges onto the pump. During troubleshooting, tandem technical support attempted to verify alerts and alarms in the history; however, the call was ended. Multiple attempts were made to verify additional information from the customer; however, no further information was provided.